Manufacturer narrative:
Per internal review on 27-jan-2025, bwi determined that the h6 medical device problem code for "entrapment of device" ((B)(6)) was applied to this event. Additionally, 4-feb-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and while accessing the lv (left ventricle) via a retrograde aortic approach, the catheter became looped upon itself within the aorta. The operator was unable to fix the issue on their own. The physician called the vascular team who took a brachial approach to snare the catheter and straighten it. The catheter was removed and the deflection mechanism was broken. The medical team confirmed that the mechanism had been broken prior to removal from the patient. It took approximately one hour to resolve the issue. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, and deflection tests were performed following j&j procedures. Visual analysis in the lab revealed that there was several bent along the shaft, and the tip was observed kinked, no wires or internal components were exposed. A deflection test was performed, and the curve did not deflect correctly, a semi-loop is observed on the tip section; due to damage to the sheath. The damage observed could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 31460054l and no internal actions related to the complaint were found during the review. The damage identified on the tip and along the shaft during the analysis could be related issues reported by the customer; therefore the complaint was confirmed. The potential cause of the issue cannot be established. The instructions for use contain (IFU) the following warning and precaution: always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the catheter. Do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. O not scrub or twist the distal tip electrode during cleaning. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and while accessing the lv (left ventricle) via a retrograde aortic approach, the catheter became looped upon itself within the aorta. The operator was unable to fix the issue on their own. The physician called the vascular team who took a brachial approach to snare the catheter and straighten it. The catheter was removed and the deflection mechanism was broken. The medical team confirmed that the mechanism had been broken prior to removal from the patient. It took approximately one hour to resolve the issue. They stopped the procedure after removing the catheter without terminating the tachycardia, and the patient was booked for a second electrophysiology (ep) procedure at a later date. There were no signs of surgical site infection (ssi) due to the extended delay. No patient consequences were reported.